Event description:
The customer reported a donor with a previous history of being rh positive (weak d) reacted negative in the anti-d microtube of the mts a/b/d monoclonal grouping card lot# 061708053-10. The donor reacted positive (2+) using mts abd/rev gel card lot# 030909037-13 and 3+ in tube methods at ahg phase only. The customer indicated that the incident occurred approximately 2 weeks ago ((B) (6)2009) from ocd awareness date (6/08/09). No erroneous results were reported. A false negative result in anti-d may lead to misclassification of a donor's rh phenotype.

Manufacturer narrative:
Satisfactory results were obtained using retained cards from mts a/b/d monoclonal grouping card lot # 061708053-10 and mts a/b/d monoclonal and reverse grouping card lot # 030909067-13 with a known weak d donor sample. Positive reactivity was obtained in all of the anti-d microtubes tested at ocd. The customer's complaint was not confirmed. Batch record review was within release specifications. No other similar complaints have been logged against lot# 061708053-10. The customer indicated that no other discrepancies were noted with the gel cards with any other donor/patient sample or qc testing. Incident is isolated. (B) (4).